Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result obtained with the ID now covid-19 2.0 test kit on (B)(6) 2026, using an unknown sample type. No confirmatory testing was performed. The customer stated that the patient was asymptomatic at the time of testing. The patient had a prior covid-19 infection in (B)(6) 2025. Although requested, no additional information including patient treatment and outcome was provided.